Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 31. On 2022-03-14, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.